Event description:
Literature was reviewed regarding left ventricular perforation. The authors described a patient who complained of unrelenting chest pain and syncope two days post implant of their dual chamber implantable pulse generator (ipg) system. A chest x-ray was performed and discovered that the right ventricular (rv) lead tip had migrated to the region outside of the left cardiac margin. A thoracic computerized tomography (CT) scan revealed that the rv lead passed through the interventricular septum and the left ventricular free wall, and finally reached the left of the pericardial cavity. There was also a small amount of left pleural effusion noted. It was suspected that the lead had penetrated the pericardium. Electrocardiogram and interrogation showed loss of ventricular capture. Three days later, the lead was extracted and repositioned at the lower rv septum. The lead remains in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: case report: left ventricular perforation caused by right ventricular pacemaker lead. Frontiers in cardiovascular medicine. 2023. 9:1089694. Doi: 10.3389/fcvm.2022.1089694 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.